Event description:
Customer reported that sensor glucose level and blood glucose levels was usually more then 100 point's difference. Customer was explained protocol. Customer's husband also reported the customer had inserted a new sensor and the insulin pump alarmed sensor error. Trouble shooting was performed. Customer's blood glucose level was 244 mg/dl. Alerts were verified. Customer inserted the sensor (B)(6) 2014, the sensor appeared to be fully inserted and flushed to the skin. First sensor error occurred during initialization, advised customer required more time to stabilize. Reviewed insertion and taping techniques. Advised to monitor and call back if issue persists. Customer's husband called back after three hours, issue continued. Unable to continue troubleshooting customer was at work. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.